Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 647 mg/dl. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer was not checking bg levels. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended.